Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (route, dose, frequency, and duration not reported) and an unknown antibiotic (route, dose, frequency, and duration not reported). Extraneal and physioneal therapies were discontinued, and the patient switched to hemodialysis. At the time of this report, the patient was still hospitalized and was not recovered from the event. No additional information is available.